Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process.

Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Computed tomography (CT) scans taken in 2009 and three months later revealed a type-ii endoleak, as well as aneurysm growth. The physician will continue to monitor the patient.